Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead segments was performed. Resistance testing confirmed both segments to be electrically continuous. Damage to the lead was the result of the explant procedure. Analysis was unable to confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this pacemaker dependent patient presented to the emergency room. Device evaluation noted noise which was intermittently oversensed causing pacing inhibition. There was one episode of inhibition which resulted in greater than two seconds of asystole. The patient does not remember being symptomatic. Defibrillation threshold testing (dft) was performed and the lead functioned appropriately. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received confirming that this patient was subsequently admitted to the hospital. In addition to the already reported oversensing, undersensing was observed resulting in pacing therapy being delivered when not required. A revision procedure was performed and the lead was removed from service and replaced without further incident. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was subsequently returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.